Event description:
Steel linen cart brought in close proximity to MRI. Staff member does not recall if ferroguard sys alarmed or not. Linen cart became attached to magnet. No injuries were reported. Magnet was safely ramped down by OEM svc, then ramped back up and returned to use.